Event description:
It was reported that patient presented in clinic after a merlin.net transmission showed non sustained lead noise as true noise. No other electrical anomalies were noted, lead noise could not be reproduced and emi could not be confirmed. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that two months later, the patient was brought to the clinic after a new merlin.net transmission showed non sustained lead noise caused by transient noise. Monitoring will continue.